Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead exhibited an infection. Surgical intervention was performed. At the revision procedure, it was found that the ra lead had adhered to the implanted right ventricular (rv) lead and could not be removed. The tip of the lead was unable to be removed from the patient. Strong force was applied at which broke the lead. The lead was then capped and surgically abandoned. Another lead was successfully implanted. Additional information was received that erosion also occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.